Manufacturer narrative:
Block a2: the patient's exact date of birth is unknown; however, the patient was born in 1970. Block e1: initial reporter address:(B)(6). Block h6: imdrf device code a0510 captures the reportable event of the retraction problem.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous suspension procedure on (B)(6) 2023, for the treatment of uterine prolapse stage 3. According to the complainant, after performing a few stitches using the device, the carrier did not fully retract. The procedure was completed using another capio slim device. There was no patient injury as a result of the event and the patient was stable following the procedure.